Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 90% stenosed lesion located in the severely calcified, moderately tortuous mid left anterior descending (lad) artery with a 20x3.0mm maverick 2 balloon catheter. Vascular access was femoral. The physician experienced significant resistance while crossing the device over the lesion. Once crossed, the balloon was inflated for 10 seconds at 10 atms before rupturing. The device was removed from the patient intact. Pre-dilation was completed with another manufacturer's 20x3.0mm balloon. The procedure was completed successfully with the implantation of another manufacturer's 3.0x18mm stent. There were no reported patient complications. The patient's status is listed as "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplement medwatch will be filed. (B)(4).